Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 519 mg/dl and over 300 mg/dl. The customer reported that the insulin pump had insulin flow blocked alarm and customer was assisted with troubleshooting for insulin flow blocked alarm. Customer reported that the insulin was exited. The customer reported that insulin pump passed displacement test. The insulin pump will not be returned for analysis.